Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to activate the pump screen. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.